Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-07600, 07601, 07603. It was reported the pt could not increase the stimulation; there was an error message which was received. The sjm rep met with the pt for reprogramming and reported there were multiple invalid contacts on the leads. It was reported the next course of action was to be surgical intervention to address the issue.